Event description:
The customer reported a false positive total beta-hcg result on a pt sample. The physician questioned the result and testing was repeated. Two new samples from the same pt both gave negative results. False postive total beta-hcg results may lead to the initation of inappropriate treatment. There was no report of pt harm as as a result of this event.